Manufacturer narrative:
The insulin pump was received with partial display due to cracked and bleeding glass on lcd board. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported via phone call by customer's mother that the insulin pump screen had spots. The customer's mother stated the customer fell and insulin pump hit the table. The customer's blood glucose was fine, but unknown. Advised customer the insulin pump will be replaced. Customer's mother stated the customer has been on the backup plan since this occurred.